Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net transmission. Upon review of the transmission, it was noted that the implantable cardioverter defibrillator exhibited backup vvi operation. The patient presented in clinic for further troubleshooting. A device download was performed successfully.